Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had difficulty charging the implant, it wouldn¿t fully charge. The patient stated sometimes she would get bars shaded and sometimes she did not. The patient noted she recharged during the day and wore it from morning until evening but it never fully charged the implant. The patient mentioned the system was checked and she was told the implant needed to be replaced as it wasn¿t taking a charge. The patient was in pain because the implant wasn¿t charging up and she had to use a wheelchair or cane. The patient hadn¿t been receiving pain relief and had shooting pain from the toes of her left foot to her butt. Additional information was received from the patient. It was reported the patient didn't know cause. It stopped working and the pain started. The patient said she has had the issue since last year or event before that. The patient said it was determined that it wasn't charging and the charge would just disappear after being charged all day. The patient had the hcp check the charge a few times. The patient met with a rep and had it charging for a while. As soon as it was taken off the recharger it went dead. The patient said that is when it was determined that it should be replaced. The issue has not yet been resolved. The patient fell in the shower and can't hold herself without the device working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and rep. It was reported that the ins quit working. The patient was in pain and had difficulty charging the ins. It was reported that the ins wasn't charging because they would charge all day, but as soon as the recharger was taken away, the ins would go dead. The patient said that a rep confirmed she needed a new battery. The patient stated she as frustrated and in pain. The patient repeated falling in the shower and she "bonked" her head on the toilet getting up. The patient said she needs the ins working so she can hold herself up. The patient was scheduled for surgery on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced and discarded. No further complications were reported.